Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: wound dehiscence: unable to observe as it is a medical event not related to the device. Rupture: observed a broken assessed as surgical damage. Exposure: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Seroma: unable to observe as it is a medical event not related to the device. Silicone migration: unable to observe as it is a medical event not related to the device. Infection: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Visibility/palpability-ndr: not applicable as the event is not related to the device. Necrosis: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Brown biological observed on the device. No further actions are required as the device was received out of its sealed package.

Event description:
Healthcare professional reported a patient experienced the events of left side pain, "seroma leakage," "leakage of silicone in the body," infection, "suffering and distress," ¿dehiscence of suture¿, ¿device exposure; prosthesis exhibition¿, and ¿rupture¿. Surgery was performed and ¿patient remained a long time (one hour and a half) on the surgery room under anesthesia running the risk of infections and other complications" leaving ¿the exposed scar for a long period.¿ "the surgery was concluded but resulted in a painful rough scar with a kind of fibrosis and lumps,¿ ¿breast and nipple of left side resulted totally asymmetric,¿ "inflammatory process," necrosis, and "irreparable damages to the skin." Patient was also treated with drainage and hyperbaric chamber sessions. The device has been explanted. The event of "painful rough scar with a kind of fibrosis and lumps" and asymmetry of "breast and nipple" are unrelated to the implant.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22apr2019. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of wound dehiscence, exposure, seroma, infection, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: wound dehiscence, exposure, and seroma.

Event description:
Healthcare professional reported a patient experienced the events of left side pain, "seroma leakage," "leakage of silicone in the body," infection, "suffering and distress," ¿dehiscence of suture¿, ¿device exposure; prosthesis exhibition¿, and ¿rupture¿. Surgery was performed and ¿patient remained a long time (one hour and a half) on the surgery room under anesthesia running the risk of infections and other complications" leaving ¿the exposed scar for a long period.¿ "the surgery was concluded but resulted in a painful rough scar with a kind of fibrosis and lumps,¿ ¿breast and nipple of left side resulted totally asymmetric,¿ "inflammatory process," necrosis, and "irreparable damages to the skin." Patient was also treated with drainage and hyperbaric chamber sessions. The device has been explanted. The event of "painful rough scar with a kind of fibrosis and lumps" and asymmetry of "breast and nipple" are unrelated to the implant.

Event description:
Healthcare professional reported a patient experienced the events of left side pain, "seroma leakage," "leakage of silicone in the body," infection, "suffering and distress," ¿dehiscence of suture¿, ¿device exposure; prosthesis exhibition¿, and ¿rupture¿. Surgery was performed and ¿patient remained a long time (one hour and a half) on the surgery room under anesthesia running the risk of infections and other complications" leaving ¿the exposed scar for a long period.¿ "the surgery was concluded but resulted in a painful rough scar with a kind of fibrosis and lumps,¿ ¿breast and nipple of left side resulted totally asymmetric,¿ "inflammatory process," necrosis, and "irreparable damages to the skin." Patient was also treated with drainage and hyperbaric chamber sessions. The device has been explanted. The event of "painful rough scar with a kind of fibrosis and lumps" and asymmetry of "breast and nipple" are unrelated to the implant.

Manufacturer narrative:
A review of the further investigation has been completed. Review of sterilization did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was completed successfully and met the required specifications. The device was manufactured under controlled conditions in accordance with allergan procedures. Environmental monitoring results were found to be acceptable and confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Bioburden testing results were found to be acceptable.